Event description:
It was reported that during a da vinci-assisted hemicolectomy - left surgical procedure, the customer was having issues with the vessel sealer extend (vse) instrument and e-100 generator. The clinical sales representative (csr) reported the vse instrument was not recognizing and they also had an incomplete seal. The customer stated they also had a couple of errors on the e-100 generator. The csr stated prior to calling technical support, the customer performed a hard reboot on the e-100 generator and also got a new vse instrument, and it appeared to be working as intended. Logs showed an instrument engagement error on universal surgical manipulator (usm) 4 with the vse and also some e-100 generator errors. The customer continued with the case. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The reported event was addressed with phone support. The customer reported there were no problems in the following cases. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.